Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. No pump error 41 noted during testing. However, pump error 41 confirmed in the pump history/trace files on 12/14/2024 at 13:36:00.000. No pump error 43 noted during testing. However, pump error 43 confirmed in the pump history/trace files on 12/14/2024 at 13:36:00.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, and cracked battery tube threads. Alleged pump error 41 and pump error 43 alarms confirmed in the pump history files on [14-dec-2024] due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required.. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.